Event description:
Boston scientific rec'd info that this right atrial (ra) lead exhibited loss of capture. It was believed that this product had dislodged. No adverse pt effects were reported. No add'l info is available at this time. As of today, our investigation is complete. If additional info becomes available, this report will be updated.

Manufacturer narrative:
The device was not returned for analysis. The analysis is, therefore, based on the inspection of the quality documents accompanying this particular device. The mfg process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the mfg process, which might be related to the clinical observation. In summary, the device was not returned for analysis. The review of the quality documents confirmed a regular device mfg.